Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of no image was confirmed. Due to damage to the charge coupled device unit, the monitor shows a black screen with no image. The following additional findings were also noted: scratch on the bending section cover, chipped adhesive on the bending section cover, scratch on switch button three, peeled label on light guide connector, scratch on the light guide cover glass, and loose venting connector of the light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported no image while using endoeye flex deflectable videoscope. The malfunction was found while inspecting for use. The therapeutic procedure was completed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling of the device, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.